Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s mother stated the patient was hospitalized for diabetic ketoacidosis (dka). The patient experienced nausea and vomiting. She performed a finger stick check and the meter showed ¿high.¿ (per the mother their glucometer only shows ¿high¿ if the value is over 500 mg/dl). The mother called the paramedics and when they arrived, they took a finger stick; the bg meter was displaying 595 mg/dl compared to the cgm reading of 286 mg/dl. The patient was given fluids via intravenous (IV) therapy, and zofran for nausea. He was taken to the hospital and diagnosed with hyperglycemia, diabetic ketoacidosis without coma, and ketonuria, then released the same day. At the time of contact, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.